Event description:
It was reported that during a da vinci-assisted surgical procedure, the small grasping retractor instrument did not function properly. It kept getting stuck when in use. There was a non-intuitive movement. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting a non-intuitive movement, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and found to have no issue. The instrument passed all tests during in-house testing. The instrument was fully functional. There was no problem detected. The complaint regarding non-intuitive motion was not confirmed by failure analysis. Additional observation(s) not reported by site: the instrument was found to have a frayed pitch cable at the distal end.